Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about an intraocular lens (iol) explant due to patient experienced halos and glare. The clinical reason was reported to be higher intolerance. The iol was replaced with toric monofocal lens within in a month from initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).